Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the device was being removed on the day of the report due to an infection at the implantable neurostimulator site. The issue was resolved at the time of the report. There were no further complications reported or anticipated.